Manufacturer narrative:
Investigation into this event could not confirm the customer's observations. Testing of samples returned on the same lot of gel cards produced the expected results. A potential malfunction of the gel card could not be ruled out. The root cause of this event is unk.

Event description:
The customer reported two rh positive pts failed to react with the blood typing card. False negative results could cause inappropriate physician action. There was no report of harm as a result of this event. This event was previously reported. As two pts were tested as part of this event, this add'l MDR is being submitted.